Event description:
Product description: the vidas® system is an immunodiagnostic system intended to be used by trained and qualified laboratory professionals, for in vitro diagnostic (ivd) purpose, veterinary and industrial applications. The vidas® system is intended to execute an immunoassay protocol and to release results according to the package insert of the vidas® assay kits. Issue description: on (B)(6) 2026, a customer from mexico notified biomérieux of obtaining potential false results when using vidas analyzer [u] (ref. 99735u, serial number: (B)(6)). The customer reported obtaining questionable results for t4 and tsh with vidas analyzer [u] (ref. 99735u, serial number: (B)(6)). T4 generated values above 320, and tsh also presented irregular results; after reprocessing, tsh produced values around ¿0.6. The same tests were performed on the vidas kube, where consistent and reliable results were obtained. Additionally, certain d dimer measurements exceeded 4000. Troponin results were 2.5 on the first measurement and 3.7 on the second for a patient diagnosed with myocardial infarction. The vidas reports and the number of impacted sample were not provided. The customer indicated that preventive maintenance of vidas analyzer [u] (ref. 99735u, serial number: (B)(6)) had recently been performed on (B)(6) 2026. A full functional inspection of the instrument was performed. The optical system value was found to be below the recommended threshold, and the opt test showed deviated readings. An optical system adjustment was completed. Subsequent opt tests and quality control verification (qcv) tests were performed, producing results within expectations. The issue was resolved. According to the customer, no delays or therapeutic errors occurred, as they were able to verify results using their vidas kube system. A biomérieux internal investigation will be initiated.